Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this patient presented in the emergency room reporting tones were being emitted from this implantable cardioverter defibrillator (ICD). When the ICD was interrogated, the fault code 1003 was displayed along with the message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific technical services (ts) for analysis. No adverse patient effects were reported. A boston scientific engineer reviewed the data and discussed that the battery is showing a high current drain. The battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device is malfunctioning. The ICD has a sufficient reserve to maintain normal therapy functions for four weeks. Beyond that time, therapy could not be guaranteed .

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this device was explanted and replaced with a competitor device. It is unknown if this device will be returned for analysis as it is out of boston scientific control. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.